Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip. The bevel section is melted; the glass cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two fibers became end firing during the procedure due to reflection back from prostatic calculi which were unable to been seen until lasered upon. The first fiber end fired at 11187j and the second fiber end fired at 88225j. Case was complete with turp.this report is for the second fiber.no adverse outcome for patient.